Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose reading was 499 mg/dl at the time of incident. Troubleshooting found that the cannula was bent. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined to troubleshoot for high blood glucose.